Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a prophylactic screening, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced. Patient condition was unaffected.

Event description:
New information received notes the right ventricular lead presented with a fracture. There were no patient consequences.